Event description:
A complaint was reported regarding headaches and tenderness around the leads. The dr determined the cause to be a dura puncture. The dura puncture was surgically repaired. The dr states that the dura puncture is not device related but a random incident. The pt is doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc8120-70. Description - artisan 2x paddle lead (with slotted electrodes). This is the final report.